Manufacturer narrative:
(B)(4).

Event description:
It was reported that applicator deployment occurred on (B)(6) 2025. The wearable was provided for investigation. An external visual inspection was performed and failed due to broken sensor wire. The applicator was also provided for investigation. An external visual inspection was performed and passed. However, a broken sensor wire was found in connection to the reported allegation. The probable cause of the broken sensor wire could not be determined. No injury or medical intervention was reported.